Event description:
Customer reported device = hi. Customer retested and device and continued to get a result of hi several times. Customer went to the doctor at 8:30 am. Doctor device =358 mg/dl. Customer was taken to the hosp. Customer was given an IV and released from the hosp when their device = 270 mg/dl. No controls used. A request was made for return product and replacement product was sent.